Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reap1498 showed no other similar product complaint(s) from this lot number.

Event description:
Powerpicc solo inserted on patient (B)(6) 2016. Left sided insertion. Patient male, tall, over 6 feet tall, large build. Trimmed to 51cm, external length 19cm. This was patients second PICC. For routine removal of PICC (B)(6) 2019. [The clinician was] unable to remove as there was resistance. Check x ray revealed no obvious issue to PICC. Patient was referred to vascular surgeons (B)(6) 2019 for removal. Beginning (B)(6) vascular surgeons confirmed all PICC removed and showed the patient the PICC. The patient felt the PICC wasn't long enough and asked [the clinician] to review again when he was next in the hospital. Further x ray showed that there was still PICC insitu from below axilla to the svc, also noted was possible knot in the remaining PICC. Noted patient had large thrombosis in arm. At present undecided by medical team if remaining PICC to be removed. If removed, requested that it be returned to bd for investigation.